Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the connectors on a silent nite 3d sleep appliance broke off. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis, a non-visual investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the reported product has not been returned to date; therefore, an analysis of the physical product could not be performed. Root cause: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism, which could have caused an anchor to break and lead to the connectors breaking off of the device. Excessive bruxism could have also caused the connectors to break as well. The manufacturer's internal reference number is: comp-(B)(4). Additional information: g3: "date received by manufacturer" corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.